Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged a day after implant. An x-ray was performed and the ra lead looked fine, but sensing was low qrs. No sensing and when the thresholds testing was performed, the right ventricular (rv) got pacing. The device was reprogrammed. The ra lead was repositioned and remains in service. No additional adverse patient effects were reported.